Manufacturer narrative:
The power supply and power management (pm) pcba were returned for failure investigation. Visual inspection of both parts revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the parts into a fi ventilator to duplicate the reported issue of no alternate current (ac) power. The fi technician identified the no alternate current (ac) power was caused by the shorted cr8 and f3 fuse open in the power supply created the 0-volt output. There was no fault found on the returned pm pcba.

Manufacturer narrative:
The customer evaluated the device with assistance from the remote, a philips remote service engineer (rse). The customer confirmed the reported issue. The customer reported having replaced the power supply and power management (pm) board. It was discovered that the battery was no longer effectively charging and had a manufacturing date of greater than 5 years. The battery was also replaced. The unit was functionally tested and successfully passed all testing. No other anomaly was reported.

Event description:
The customer reported that ventilator would not power on. Patient or user involvement information is unknown and was requested from the customer. The customer did not provide a specific context, however, reported that there was there was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. Further information regarding repair has been requested from the customer. The customer reported that they are currently waiting on parts to complete the repair. When device repair and other significant information becomes available, a follow up report will be submitted.